Event description:
It was reported that findings from MRI revealed that 6.5x45mm xia2 screw was broken mid shaft at l5. During today¿s surgery to do adjacent level lumbar fusion, the broken screw head was removed. Remaining tip from broken screw remains implanted in place at l5.

Manufacturer narrative:
Update correct catalog#: 482316545. Update: lot code: b11335. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned screw fracture surface was inspected and beach marks were observed, which are consistent with fatigue fracture. It was also confirmed that fusion had occurred. The IFU states that these devices are only meant to provide support during fusion of the vertebrae, which means that the device had served its purpose prior to it fracturing. Conclusion: the most likely cause of the reported event is a fatigue fracture due to prolonged implantation of the device.

Event description:
It was reported that findings from MRI revealed that 6.5x45mm xia2 screw was broken mid shaft at l5. During today's surgery to do adjacent level lumbar fusion the broken screw head was removed. Remaining tip from broken screw remains implanted in place at l5.